Event description:
The company was informed that the patient experienced loss of lock between his internal device and external equipment. The patient's device was explanted. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is available.